Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed a great increase in battery power consumption and a decrease in longevity. Also, pacing impedance values were observed low, out of range with elevated pacing thresholds. After analyzing the battery data, impedance noise was observed on the rv channel. Furthermore, loss of capture and damage of system parts was observed. The device behavior was experiencing a latent malfunction of the pace block in the analog integrated circuit. Prompt replacement of the pacemaker was recommended as continued use has caused lead damage in the form of corrosion in a small subset of similar units. At this time the pacemaker and the rv lead have been explanted and returned for analysis. Additional information has been received mentioning that the patient was tired, felt weakness, dizziness and lightheadedness due to the now explanted pacemaker. Also, low blood pressure was reported and an intense pain that radiated from the heart to the left arm. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed a great increase in battery power consumption and a decrease in longevity. Also, pacing impedance values were observed low, out of range with elevated pacing thresholds. After analyzing the battery data, impedance noise was observed on the rv channel. Furthermore, loss of capture and damage of system parts was observed. The device behavior was experiencing a latent malfunction of the pace block in the analog integrated circuit. Prompt replacement of the pacemaker was recommended as continued use has caused lead damage in the form of corrosion in a small subset of similar units. At this time the pacemaker and the rv lead have been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed a great increase in battery power consumption and a decrease in longevity. Also, pacing impedance values were observed low, out of range with elevated pacing thresholds. After analyzing the battery data, impedance noise was observed on the rv channel. Furthermore, loss of capture and damage of system parts was observed. The device behavior was experiencing a latent malfunction of the pace block in the analog integrated circuit. Prompt replacement of the pacemaker was recommended as continued use has caused lead damage in the form of corrosion in a small subset of similar units. At this time the pacemaker and the rv lead have been explanted and returned for analysis. Additional information has been received mentioning that the patient was tired, felt weakness, dizziness and lightheadedness due to the now explanted pacemaker. Also, low blood pressure was reported and an intense pain that radiated from the heart to the left arm. No additional adverse patient effects were reported.